Manufacturer narrative:
The valve remains implanted and will therefore not be returned to edwards for evaluation. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, although the exact cause of the pericardial effusion is unknown, it was speculated a ¿puncture of the apex¿ caused the pericardial effusion. Apex, or ventricular perforations can be due to procedural factors (device manipulation, inadequate wire management). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during the transapical tavr procedure in the aortic position, post implant of the 26mm sapien 3 valve, a pericardial effusion occurred requiring drainage. Two red blood cells united were transfused and the patient left the operating room in stable condition. The event resolved without sequelae on pod6. The pericardial effusion was perceived to have been caused by a ¿puncture of the apex¿.